Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is inconclusive due to poor sample condition. One photo sample of a 20 ga powerpicc catheter was returned for investigation. The catheter extension tubing is shown in use in the photo provided. Adhesive tape is shown to be wrapped around the purple luer hub and a connector. A red circle is shown around the connection of the extension tubing to the hub. Fluid appears to be present on the outer surface of the catheter. The presence of a break could not be confirmed from the photo samples provided. The second photo shows a paper containing catheter information and the product information of the catheter. Lot: recp0382 and ref: 3173355. As the complaint of a break could not be confirmed from the photo samples provided, the complaint is inconclusive due to poor sample condition. A lot history review (lhr) of recp0382 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's father a break in the catheter occurred on (B)(6) 2018, the PICC was inserted on (B)(6) 2018. It was stated the break was at the hub. The patient's father stated that his son's arm has an extra cylindrical gauze-like dressing that holds the device flush with his sons arm so the device does not hang and so his son does not have access to bend or move the exposed piece of the catheter. The catheter was removed and replaced. No patient injury was reported.